Event description:
Sometime between (B)(6) 2012 and (B)(6) 2013 (possibly later) the lower right pedicle screw fractured - on or about (B)(6) 2015 a CT - scan appeared to confirm fracture - on (B)(6) 2015 surgery removed screw. On or about (B)(6) 2015 CT scan discovered a broken lower right pedicle screw - nuvasive armada 6.5x45mm 8856545 aso 190 ce 0086. On (B)(6) 2015 the nuvasive pedicle screw and all associated hardware were removed from the l4-5 region of lower spine. New screws and associated hardware installed (B)(6) 2015. I am in possession of the broken parts - they are still sealed in the bag from pathology.